Manufacturer narrative:
The catheter was not returned; therefore, no direct device analysis was conducted. No further information has been received at the time of this report. As no devices or treatment file have been returned for analysis, it is not possible to determine the root cause of the event at this time.

Event description:
It was reported that a catheter location balloon would not deflate during a transurethral microwave treatment. No further information is available.